Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Results: visual inspection of the returned lens showed lens was received four (4) pieces and there was a reddish residue on the surface of the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported the surgeon noted the aa4203tl silicone single piece lens tore in half during insertion. The surgeon cut the lens and removed from the eye without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Reportedlly, intraoperative iol exchange (one-piece silicone toric) was performed to address lens damage ("torn in half during insertion"). Damaged lens was removed, without incision enlargement or any other tissue damage, and another one (same model and diopter) was successfully implanted. According to the report, by a nurse, dated on (B)(6) 2014 the most likely cause of the event was unknown. A cartridge lot number search found (B)(4) similar complaints. An injector lot number search found another similar complaint. Based on the complaint history, work order search, medical review, cartridge and injector lot number searches, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing processes of the lens, cartridge and injector, that was the root cause of the complaint. Conclusion: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).